Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock tube assembly. The system operates as intended.

Event description:
The customer reported the system displayed an on/off error message. No pt injury was reported.